Event description:
It was reported that pump displayed cartridge alarm 20 that did not occur during cartridge loading and was not previously reported for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on proper cartridge loading, successfully loaded new cartridge, and was able to resume insulin therapy; original cartridge lot number was not available.